Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced slight resistance while filling the cartridge. No damage to the cartridge was noted. It was indicated that the customer would complete loading the insulin into the cartridge . There was no impact to the customer's blood glucose level.